Event description:
Reportedly, a valve (27mm) was explanted at implant due to over-sizing. It was reported that perimount plus 6900pj27 was implanted for mitral valve replacement (mvr) to correct mitral stenosis and regurgitation (msr) on 16 jun 2011. It was an emergency operation but there was no problem for the implant. After the implant, over-sizing was suspected since high left ventricular pressure was observed. A perimount plus 6900pj25 was implanted as a replacement. The surgeon commented that this explant was not expected but not device related.

Manufacturer narrative:
Method: device not returned. The device will not be returned since it was discarded at the hospital. Echo report was not provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Despite repeated attempts to gain further information regarding the patient and the event, no additional information has been provided.